Event description:
Patient reported right side "presented liquid accumulated in the breast, inflammatory process, swollenness, redness and warmness." Additionally patient noted the right side is "always harder." Patient has been treated with anti-inflammatory medications, which are unspecified. Device remains implanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation will be seroma-late. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "presented liquid accumulated in the breast, inflammatory process, swollenness, redness and warmness." Additionally patient noted the right side is "always harder." Device remains implanted. Patient has been treated with anti-inflammatory medications, which are unspecified.